Manufacturer narrative:
Product complaint # (B)(4). Investigation summary evaluation and functional testing of the returned device was unable to confirm the reported event. The returned device functions as intended. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during assembly of the femoral attune sleeve stem construct, the sleeve wrench would not strip/slip around as the surgeon torqued it with the torque wrench.

Manufacturer narrative:
Product complaint # pc-(B)(4).